Event description:
The facility representative reported the following information to baxter: "overinfusion was observed during the patient use. The patient is female. The actual flow rate was 300ml/60hr. After the surgery, the infusion was supposed to finish at the next day night but it was finished in the morning. The temperature was unknown. The pump was connected to an epidural catheter and used with pcm. Drug-ropivacaine hydrochloride hydrate, droperidol, fentanyl citrate. No patient injury or medical intervention. The actual sample is available and two companion samples are returned for the flow test." No additional information is available.

Manufacturer narrative:
During evaluation, the reported condition of an overinfusion of a basal/bolus infusor lv 4x4 with a 30 minute lockout with an attached patient-control module could not be confirmed. Two companion infusors and 1 used infusor were received with a connected 2ml patient control module. Upon receipt, the samples were visually examined for signs of abnormality; however, no evidence of abnormality was found. A standard flow test was subsequently performed on the infusors for 30 hours and a functional test was also conducted on the patient control module. Both the used and companion infusors were found to be within specification. The patient control module was also within the specification range.